Event description:
It was reported that the patient presented for a scheduled procedure. During the procedure, once the implantable cardiac monitor was implanted and sensing was selected on the programmer and error appeared on the screen that read ¿real-time measurements could not be obtained¿. Review of the electrogram revealed no evidence of any normal sensing was unavailable; it looked like noise. The external electrocardiogram showed normal sinus rhythm. The device was explanted and implanted a second time with the exact same message. The procedure was aborted. The patient was in stable condition.

Manufacturer narrative:
The reported events of signal artifact/noise, failure to sense and interrogation problem were not confirmed. The device was received in normal working conditions with battery voltage above eri elective replacement indicator. Analysis performed, including sensing test at field and high sensitivity settings indicated normal device functionality. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity.